Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer states there was no power, the cable is frayed. The pump was sent to a covidien service center. Upon triage, a service technician found power cord damaged and showing bare copper wire on the 115vac wire and is electrical safety hazard.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.